Event description:
Information was received that the cuff of a smiths medical endotracheal tube had deflated while in use. No patient injury resulted.

Manufacturer narrative:
One polar endotracheal tube was returned for analysis in used condition. The tube was visually inspected with no discrepancies noted. The cuff was inflated with a syringe while submerged under water; no leaks or discrepancies were observed. Relevant documents were reviewed and an audit of the production floor was conducted; no discrepancies found. Training records and the weld cuff to tube operation was reviewed; no discrepancies found. Leak testing and visual inspection was performed on the 32 samples with no leaks or discrepancies were observed. Based on the evidence the root cause is unknown as the complaint was not confirmed.